Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker was unable to interrogate. Multiple unsuccessful attempts were noted and a chest x-ray was performed. The device was still unable to be interrogated during a subsequent visit. No intervention reported. The patient was stable throughout and will be monitored.